Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of tubes are underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 100 samples from the customer in support of this complaint. The expiry date of the lot number involved was 31st august 2024; testing could not be performed on expired product. A complaint history revealed no other complaint has been received on this lot # for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.